Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, could not fire. No additional information could be provided. The device was received and evaluated. It was observed that only one implant attached in needle, the other implant was deployed. The suture, the other implant or the omni-span gun used were not received. During visual inspection, it was identified that the sleeve was damage, it was ripped near distal part. Since the condition of the sleeve and the implant, this failure mode could not be replicated. A gun test was used to deploy the implant, it was deployed but there was slight resistance noted due to the damage in the silicon sleeve. A manufacturing record evaluation was performed for the finished device lot number: 6l63108, and no non-conformances were identified. This complaint can be confirmed, and we cannot determine a specific root cause for this failure mode. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of 393 devices that were released to distribution. No further procedure information was provided to determine at what point in time this failure occurred. We cannot discern a specific root cause for this failure. Based on the condition of the needle received, the possible root cause of the failure reported could be the over-penetration during insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance. However, it cannot be conclusively affirmed. For the damage in the sleeve could have made it difficult for the surgeon to deploy the second implant when inserted into the patient meniscus. As per IFU, it is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 12deg device would not fire. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.